Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance measurements. Technical services (ts) noted the impedance reached out of range values in two instances in the last two months. No adverse patient effects were reported. This rv lead remains in service.